Manufacturer narrative:
Visual inspection performed by r&d product manager on 08 may 2018. Revision due to aseptic loosening of the stem. Stem and head have been extracted coupled together. Femoral stem shows scratches on the neck due to extraction process. The hydroxyapatite layer missing on the stem indicates the contact and bone growth regions and vice versa. In this asymmetric configuration, it is possible to hypothesize the causes of aseptic loosening. Bone debris are still attached to the hydroxyapatite layer. Femoral head shows a metal scratch probably due to extraction process. Batch review performed on 09 may 2018; lot 162220: (B)(4) items manufactured and released on 30 june 2016. Expiration date: 2021-06-15 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due stem loosening after about 2 years from the primary. The stem was implanted in (B)(6) 2016 and the patient returned to the hospital with significant stem subsidence and stem loosening in (B)(6) 2018. The surgeon removed the stem and head using then a competitor revision system .